Event description:
It was reported that an ilet device exhibited screen damage characterized as broken, cracked, or delaminated, and troubleshooting and education were completed with a replacement device provided. Symptoms included no reported physiological effects or adverse clinical signs. Outcomes included no reported impact on activities of daily living or need for medical intervention. Investigation included device history review, complaint trend review, and user interview based on the available information. Investigation of this case revealed physical damage to the display consistent with a screen integrity failure without associated system alarms. It was concluded that the event involved a device component failure limited to the screen, with no evidence of systemic malfunction or patient harm.